Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on ilet experienced sustained hyperglycemia after a lunch announcement while using a g7 cgm, with intermittent signal loss reported after a recent cgm replacement; fingerstick matched the ilet reading, infusion set drip check was confirmed, and later the user replaced all supplies, after which glucose began trending down. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no backup therapy, and no ketone testing. Investigation included guided troubleshooting of infusion set function, supply replacement, and follow-up monitoring of glucose trends. Investigation of this case revealed no device malfunction was identified, the infusion pathway appeared functional upon drip check, and the glycemic excursion resolved with time and site/supply replacement, leaving the specific cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.